Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse performed factory-specified tests. It was determined that the battery life was insufficient due to long-term aging. The battery needed to be replaced. The user was quoted a price. The user informed on the spot that the machine was rarely used and would not be replaced for the time being. The customer completes the process by himself.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital. Due to character limitation in e1 for event site address, the full event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit battery life was short during the use of the device. The cs100 intra-aortic balloon pump (iabp) was connected to ac power and continued to be used, and there was no personal injury that occurred.